Manufacturer narrative:
Service was not dispatched for this event. Raw data analysis was conducted. The data patterns associated with these two samples do not exhibit a typical pattern for the blast samples. Root cause for the missed blast flagging is that due to high level of interference the algorithm could not identify the blast features. Root cause for the erroneous high nrbc is unk. The instrument did generate an r (review) suspect flag which alerts the operator to further review the specimen. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events. This MDR represents event 1 of 3 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-01058 and MDR 1061932-2011-01059.

Event description:
Customer reported erroneous differential test results and erroneous high nucleated red blood cells (nrbc) were obtained on two pt samples when using the coulter lh 750 hematology analyzer. The test results were determined to be erroneous when blast cells were identified on manual differentials. There were no instrument generated flags for blast cells with the automated differential results. Erroneous test results were reported out of the laboratory. The test results were questioned by the physician and the manual differentials were performed. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 1 of 3 events reported by this customer of one of three analyzers. The instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run daily and were run before this event and recovered within assay ranges. Flagging preferences were set to 2202 which is mid-level for blast cells, variant lymphocytes and imm. Ne 2; and set to off for imm. Ne 1, sensitivity setting (3202) high-level for blast cells, mid-level for variant lymphocytes and imm. Ne 2; and set to off for imm. Ne1. The specimens were rerun after the customer increased the instrument flagging sensitivity, one specimen flagged for lyophoblasts and the second specimen did not flag. Note: imm ne 1 is a flag for suspect immature neutrophils, primarily bands. Imm ne 2 is a flag for suspect immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes.

Manufacturer narrative:
Service was not dispatched for this event. Raw data analysis was conducted. The data patterns associated with these two samples do not exhibit a typical pattern for the blast samples. Root cause for the missed blast flagging is that due to high level of interference the algorithm could not identify the blast features. Root cause for the erroneous high nrbc is unk. The instrument did generate an r (review) suspect flag which alerts the operator to further review the specimen. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events. This MDR represents event 1 of 3 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-01058 and MDR 1061932-2011-01059.

Event description:
Customer reported erroneous differential test results and erroneous high nucleated red blood cells (nrbc) were obtained on two pt samples when using the coulter lh 750 hematology analyzer. The test results were determined to be erroneous when blast cells were identified on manual differentials. There were no instrument generated flags for blast cells with the automated differential results. Erroneous test results were reported out of the laboratory. The test results were questioned by the physician and the manual differentials were performed. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 1 of 3 events reported by this customer of one of three analyzers. The instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run daily and were run before this event and recovered within assay ranges. Flagging preferences were set to 2202 which is mid-level for blast cells, variant lymphocytes and imm. Ne 2; and set to off for imm. Ne 1, sensitivity setting (3202) high-level for blast cells, mid-level for variant lymphocytes and imm. Ne 2; and set to off for imm. Ne1. The specimens were rerun after the customer increased the instrument flagging sensitivity, one specimen flagged for lyophoblasts and the second specimen did not flag. Note: imm ne 1 is a flag for suspect immature neutrophils, primarily bands. Imm ne 2 is a flag for suspect immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes.